Event description:
It was reported via literature that the study subjects experienced restenosis requiring target lesion revascularization (tlr). The following information was obtained at the japan endovascular treatment conference (jet) 2026. The presentation title was "outcomes and predictors of restenosis after jetstream atherectomy in small femoropopliteal arteries: a sub analysis of the joker registry". The study referenced was a multicenter retrospective study that evaluated 84 patients with 94 calcified femoropopliteal lesions that were treated with jetstream between (B)(6) 2022 and (B)(6) 2024. The mean lesion length and distal reference vessel diameter (drvd) were 19.6 +- 10.9 cm and 4.1 +- 0.6 mm, respectively. Chronic total occlusion (cto) was present in 34.0%, and popliteal involvement in 18.1%. Single and expandable cutter catheters were used in 54.3% and 73.4% of cases (blades-up 100%), while embolic protection devices were applied in 30.9%. At one year, the primary patency and clinically driven tlr rates were 70.6% and 84.3%, respectively. Non-ambulatory status and cto independently predicted loss of patency. Flow impairment occurred in 20.2% of cases and was associated with dense calcification, dialysis, and diabetes mellitus. Jetstream achieved acceptable outcomes in small, calcified femoropopliteal arteries; however, careful patient selection and procedural planning are essential to reduce the risk of flow impairment. No further details were provided regarding patient or device specific information.

Manufacturer narrative:
B3 - date of event: the event date was estimated to the earliest known jetstream procedure in the cohort. E1 - initial reporter phone: (B)(6). Detailed product information was not provided to bsc, and was unavailable per the account. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported via literature that the study subjects experienced restenosis requiring target lesion revascularization (tlr). The following information was obtained at the japan endovascular treatment conference (jet) 2026. The presentation title was "outcomes and predictors of restenosis after jetstream atherectomy in small femoropopliteal arteries: a sub analysis of the joker registry". The study referenced was a multicenter retrospective study that evaluated 84 patients with 94 calcified femoropopliteal lesions that were treated with jetstream between (B)(6) 2022 and (B)(6) 2024. The mean lesion length and distal reference vessel diameter (drvd) were 19.6 +- 10.9 cm and 4.1 +- 0.6 mm, respectively. Chronic total occlusion (cto) was present in 34.0%, and popliteal involvement in 18.1%. Single and expandable cutter catheters were used in 54.3% and 73.4% of cases (blades-up 100%), while embolic protection devices were applied in 30.9%. At one year, the primary patency and clinically driven tlr rates were 70.6% and 84.3%, respectively. Non-ambulatory status and cto independently predicted loss of patency. Flow impairment occurred in 20.2% of cases and was associated with dense calcification, dialysis, and diabetes mellitus. Jetstream achieved acceptable outcomes in small, calcified femoropopliteal arteries; however, careful patient selection and procedural planning are essential to reduce the risk of flow impairment. No further details were provided regarding patient or device specific information.

Manufacturer narrative:
B3 - date of event: the event date was estimated to the earliest known jetstream procedure in the cohort. E1 - initial reporter phone: (B)(6). Detailed product information was not provided to bsc, and was unavailable per the account. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.